Event description:
Add'l info rec'd from rptr (B)(6) 2011: amendment ii "titanium hardware, causes multiple chemicals and foods reactions." After removal of titanium hardware in (B)(6) 2008, I developed an allergic reactions to chemicals, and foods, which I never had before. After numerous desensitizing treatments, with the holistic dr, I am able to tolerate some of my clothing, and foods. The most important treatment, for me is the use of serotonin liquid, it stops the stinging, and burning, which comes from the chemicals, but you have to touch the items, first and then use the drops. When allergic to chemicals, you have to be careful, with medications, supplements, and other chemicals, -2 items,- can make another item become toxic. - example - facet water when showering, using (B)(6) body wash, mixing the two, I had an allergic reaction.- I placed the 2 items together, and used the serotonin drops, and the serotonin, neutralized the nervous system, and stopped the stinging, and burning when sleeping, at night. Titanium, has destroyed my life, I have to be extremely care when shopping in the stores, with fragrances, visiting relatives home, and entertaining, where people are using fragrances. I am hopeful the FDA, will make it mandatory for pts to be tested, before using any type of hardwares, in a surgical procedures. Codeine, sulfur, iodine, was the only items, I was allergic to before the titanium, placement.

Event description:
In 2004, dr performed a spinal fusion on the areas of l3-4 and l5-s1. I asked dr if he ever had a pt with an allergic reaction to titanium hardware, his reply was no. I agreed to have the surgery. After the surgery, I continued to have chronic pain, was given medications, and I was receiving little to no relief. I did not know I was allergic to magnesium, I noticed I was having too many side effects, and this is when I starting keeping track of the reaction to the narcotics, and pain relievers. I was treated at a pain ctr. The dr stated the shots were not doing me any good, and he suggested I try physical therapy. In 2009 , replaced titanium partial with non-allergenic. After removal of hardware in 2008, I became allergic to magnesium, food allergies, multi-chemicals, fragrances, latex, nylon, polyester, nickels, amalgam, natural rubber, foam, and plastic. I contacted doctor, and explained the side effects I was having with the titanium, and he agreed to remove the hardware.